Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, iol found to be defective. Surgery was successfully completed using backup lens. There were no post operation complications. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).